Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following implant there was an extra signal noted occurring every 6 to 12 seconds on the right ventricular (rv) channel. All lead measurements were within normal limits. After a few hours the signal had completely disappeared and pocket manipulation had no affect. Boston scientific technical services (ts) was consulted and discussed that it was likely air since the extra signal was only seen on the pace sense channel. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.

Event description:
It was reported that following implant there was an extra signal noted occurring every 6 to 12 seconds on the right ventricular (rv) channel. All lead measurements were within normal limits. After a few hours the signal had completely disappeared and pocket manipulation had no affect. Boston scientific technical services (ts) was consulted and discussed that it was likely air since the extra signal was only seen on the pace sense channel. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported. The device was explanted over three and a half years later for therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) device. The explant is not related to this issue and there were no further documented issues. The device was returned for analysis testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.